Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was flouring on its own, even after they pressed emergency stop. This was reported to have occurred outside of a procedure and there was no pt involvement. There is no report of pt injury associated with this event.